Manufacturer narrative:
The device has been received by depuy synthes power tools. The device was evaluated and reported condition of "cord damaged" was confirmed. During the pre-repair diagnostic assessment the device was found to have exhibited damage consistent with improper handling. If add'l info is received, a supplemental report will be sent. (B)(4).

Event description:
Report received from the USA stating that the device had cord damage. It is known that the event occurred during surgery. It is also known that there was no pt or user injury, surgical delay or medical intervention reported related to this occurrence. No add'l info available.